Manufacturer narrative:
H4: the lot was manufactured between july 24-25, 2023; this device was manufactured july 24, 2023. H10: the actual device was received for evaluation. A visual inspection was performed and fluid was observed inside a bag that contained the unit. When the unit was removed from the bag, the cause of leak inside the bag was found to be untightened blue winged cap. Microscopic inspection observed no white marking and no signs of surface roughness inside the cap. A functional leak test was performed by filling the unit with green color water to the nominal volume. After fill and prime, the cap was hand tightened and monitored until the next day; no signs of leak were observed. The reported condition was verified during visual inspection; however, not verified during functional testing. The cause of the condition could not be determined; however, a probable cause may be due to an use error by not securely tightening the blue winged cap. The product label (IFU, instructions for use) indicates the winged cap should be securely connected to the device after filling and priming. The device was found to be conforming product during functional testing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. It was noticed inside the shrink-wrapping in a transparent bag. This occurred during preparation of cytostatic 5-fluorouracil drug solution. There was no patient involvement. No additional information is available.